Event description:
The device was returned for service. During service by baxter, a cracked door assembly was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported ¿keeps alarming occlusion¿ during bio-med.evaluation summary: a baxter service technician evaluated the pump and found a cracked door assembly. The reported condition of occlusion alarm was confirmed, caused by a cracked door assembly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.